Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels (40-50 mg/dl) due to pump's personal profile settings needing adjustment. Customer consumed carbohydrates to treat low blood glucose levels. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.